Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. It was indicated that the cuff was downsized from a 4.5 cm to a 4.0 cm component. The physician believes that the previous cuff was the incorrect size for the patient when it was initially placed but it was implanted in the correct location. The patient did not have a history of radiation therapy. There were no further complications and the patient fully recovered following the intervention.